Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged as confirmed under fluoroscopy. This lead was explanted. Furthermore, this ra lead was known to have malfunction. During the device programming, this ra lead was seen to be dislodged. The ra lead will not be replaced since the patient is in atrial fibrillation (af) and atrial lead is not necessary. The lead will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation revealed helix was retracted and dried blood and body tissue were noticed in the helix through the lumen. There is nothing visually wrong with the lead that would cause a dislodgment. Furthermore, an allegation for slight traction and separation near ring electrode was confirmed through visual observation.

Event description:
---